Event description:
I had surgery in lasik center in 2008, I was farsightedness using 1.50 glasses I went to have a consultation to see if I was a candidate for surgery, they said I was the perfect candidate and that it will be done in less than 10 minutes. The day of the surgery, a lady doctor who was going to perform the surgery told us that we may need reading glasses after the surgery, she never told us that I won't be able to see up to 8 feet or that I will have this problems that I am writing below. Discomfort of pain, blurry vision, dryness, glare, halos, starbursts around light, itching, scratchiness, light sensitivity, I can hardly see my face now, I cannot perform my job, I have been buying almost 30 pairs of glasses trying to fit one to my needs and my life, it is not the same any more. I am very depressed, grieving, desperate, they have ruined my eyes and my life, and the life of my family. Please help me. I don't know what to do now. I feel blind, I can do nothing.